Manufacturer narrative:
(B)(4). Potential lot numbers reported - 12447v2, 091150v2. The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the handle failed to light properly and found not charging properly. The alleged issue was detected during pre-testing. No patient injury reported.